Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of an implantable pulse generator (ipg) system, slack had come back and the right ventricular (rv) lead was disconnected and slack put back in and inserted into the header. It was noted that the r waves were small and undersensing of some of the r waves. The lead was again disconnected and the lead was repositioned and put into the header. At this time it was noted that there was no sensing of the r waves. The lead was disconnected and the header was cleaned with saline as it was noted that there was blood in the rv port of the header. The lead was connected again and there wasn't any sensing of r waves. An issue with the ipg connector was suspected. The ipg and rv lead were attempted/not used and replaced. No patient complications have been reported as a result of this event.